Manufacturer narrative:
The manufacturer received notification that a patient had been injured during a procedure where the tx system was utilized. Per the information provided, the patient is undergoing treatments to try and reverse the damage to the anterior portion of the ulnar nerve, which was reported as being burned. A representative from the manufacturer contacted the doctor who was reported as performing the surgery. He reported that the patient stated he was still in pain post procedure. The patient stopped seeing him and he was recently made aware of the allegation. This is the first reported incident of this nature.

Event description:
Per the information provided/ reported to the manufacturer on october 7, 2016, the anterior portion of the ulnar nerve was burned. The procedure took place on (B)(6) 2014.